Event description:
During open heart surgery, patient's blood pressure was low requiring insertion of an intra-aortic balloon (iab), 40cc, in the left femoral artery. The iab was connected to a mansfield pump and would not inflate. There was a kink at the distal end of the catheter, external to the patient. The iab was remoivedf and another one was inserted whih functioned properly. This was a life threatening situation that required immediate intervention to prevent serious injury or death. After insertion of the second iab, there was significant bleeding from the insertion site. Unclear whether this event was directly related to insertion of second iab. Due to the urgency of the situation, a clamp was applied over the insertion site to ontrol bleeding. The patient was transferred to surgical ICU, and was discharged from the hospital 12 days laterdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.